Manufacturer narrative:
Instrument images were retrieved. Review of the images showed no defects in the pipetting of the reagents or the sample. A small clot appeared in the center of the well containg anti-b. Smaller clots were noted in other test well containing the the sample, but not used for testing. The galileo operator manual states that clotted samples or clotted cord blood samples should not be tested on galileo.the customer had no further problems; instrument was operating as expected.

Event description:
Customer reported a cord blood sample tested on the galileo was interpreted as ab negative. The sample was repeated on the bench, a total of three times, and found to be a positive.